Event description:
The customer reported the evis lucera elite bronchovideoscope displayed a b30 communication error when preparing the scope for use during a diagnostic procedure. The procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the b30 error message could not be confirmed; however, it was likely to have occurred at the site. Evaluation did find angulation in the up direction was out of standards due to a worn angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) temporary continuity abnormality of the scope connector internal board due to the influence of moisture that has entered the scope connector due to the following - accidentally applied a load that opens the vent valve while the device is submerged. - a foreign object such as a fragment of a cleaning tool was caught in the valve of the vent metal and did not close. - when using a washing machine, the water leak detection tube was damaged/insufficiently connected, or the packing of the washing machine/water leakage detection tube was damaged. - the device with the sterile cap attached has been immersed in the reprocessing liquid. - a leak tester connector cap was attached to the wet vent cap. - the leak tester was attached or detached underwater. 2) temporary failure of the ccd or scope connector internal board due to handling such as the following. - the system ground wire was not connected. - the scope connector was plugged or unplugged while the system was powered on. - dirt and moisture were attached to the scope connector contacts. 3) malfunction on the system side. The event can be detected/prevented by following the instructions for use which state: 1) "do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." 3) "before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged." 4) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 5) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.